Event description:
It was reported that the device illuminated the wrench icon. Physio-control evaluated the device and found a malfunction that resulted in intermittent boot up failure. The device was unable to provide defibrillation therapy when the wrench icon was illuminated. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the malfunction to be a failure of an ic chip, designator u25, on the digital pcb assembly. A replacement device was provided to the customer.